Event description:
It was reported that during service activities, the customer experienced repeated faults related to ergonomics controls on the da vinci 5 system. The site performed multiple power cycles before contacting technical support, and a hard cycle was performed on the surgeon side console, which temporarily cleared the fault. All troubleshooting steps were completed, and the customer was able to proceed with their case. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the vertical axis motor module assembly in the surgeon side console to address the reported ergonomics control error, specifically error 23062, which was related to the vertical motor cables. The replacement part was installed, and the system was restored to operational status. .